Event description:
It was reported that during a lead revision (manufacturer report number:3006705815-2025-05920), the physician was unable to get the torque wrench into the lower port and could not get the lead tightened into place. As such, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.